Event description:
Per the clinic, the patient developed a seroma at the implant site and part of the implant was exposed. It started with sudden swelling and edema at the implant site. The patient was hospitalized (specific date and duration not reported) and the patient subsequently underwent a revision surgery under general anesthesia on (B)(6) 2025 to stitch up the implant site. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient also was experienced infection at implant site. It was further reported that the patient was hospitalized overnight from (B)(6) 2025, untill (B)(6) 2025, in order to underwent aspiration procedure. The patient again hospitalized for 6 days from (B)(6) 2025, untill (B)(6) 2025, to receive IV antibiotics. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.